Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flex vision monitor was unable to display the live image. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. No harm was reported to philips. Philips has started an investigation of this complaint.